Manufacturer narrative:
(B)(4). The lv lead is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
(B)(4). This lead has been returned. Boston scientific has concluded it is unlikely that lead characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal patient follow up, it was discovered that this left ventricular (lv) lead had dislodged. A revision was performed. The lead was repositioned several times but the physician was unable to obtain acceptable lead measurements. This lv lead was explanted and successfully replaced. No additional adverse patient effects were reported.